Event description:
Custom trach tube by shiley/mallinckrodt appears to have a collar or thickening about 1/3 the length down the tube. This seems to decrease the inner diameter of the tube resulting in difficulty suctioning and placing obturator. These were used on two pts who experienced difficulty with suctioning.